Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The device was visually inspected for damages, and scratches were present on the shaft. An insulation integrity test was conducted and the device failed near the distal end. The probable root causes could be user misuse, or handling during cleaning/sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.